Event description:
It was reported that (2) al236 were used during a CABG/"evh" procedure. It was reported by the rep that the surgeon was using an al236 to ligate saphenous vein side branch. The al326 is fired but no clips come out. The second firing no clips. The third firing no clips. This is after the surgeon has already had clip applier fire some clips successfully. The surgeon got a second al236 and the same thing happens in the same surgical CABG with "evh". The surgeon gets a third al236 and the case was completed. There was no consequence to pt.